Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient experienced a red heart alarm. During the MFR's investigation of the returned system controller, there were events discovered where the actual speed was at 0 rpms accompanied by low speed hazard, low flow hazard, and red heart alarms.

Manufacturer narrative:
Upon evaluating the returned system controller, unusual interruptions in pump function were confirmed based on our review of the controller log file. The lot file contained approx 10 days of data. Events were recorded where the run time clock was reset to zero which is indicative of power interruption to the controller. The pump speed was captured at zero rpm when the controller regained power. These events were accompanied by the expected low speed hazard and low flow hazard alarms. The controller was evaluated while connected to the equipment in our lab and was determined to be functioning as expected during analysis even while supported independently by either power lead. The controller was unable to be attributed to the events contained within the log file. A review of device history records for this device showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.